Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was asymptomatic. The right ventricular lead was x-rayed and found to be dislodged post implant. The lead was successfully repositioned on (B)(6) 2018 without adverse consequences to the patient. The patient's condition post repositioning is stable.